Event description:
"Patient was attached to pump with morphine taken the next day, the following day. The pump was programmed in pain management mode, bolus only delivery in mg, concentration 1 mg/ml, no loading dose, bolus dose 1 mg, bolus lockout 5 minutes, no dose limit selected, container size 100mg in 100ml, and air alarm on. In 05/2005 at an unspecified time, the delivery was initiated,. The next day at 4:00pm, the delivery was discontinued. The patient was reported to have, "pin point pupils and appeared to be morphine intoxicated." The patient controlled analgesia (pca) observation chart indicated between 05/2005 at 1150 and the next day 1530, the patient received 78 mg of morphine and the morphien was within the physician prescribed parameters. Reportedly one day later at 6:05pm, the patient expired.